Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the image quality was poor before use, despite the presence of an x-ray opaque line. For batch no. Ngks3120, ngkt2584, and for ngku1447 batch no. Per follow up information received via ibc on 18 feb 2026, stated that multiple instances occurred where poor imaging was observed during patient use of this product, despite the presence of radiopaque lines exact occurrence dates and specific quantities unknown. Additionally, poor imaging was observed in several products not only in urology but also in other departments surgery. Therefore, since there was no trust in the current hospital inventory of this lot, request a recall and investigation of all units. For the 3 lots (13 units) being returned this time, it is unknown whether they are the actual units where the appropriate action was taken. Lot: ngks3120, ngkt2584, ngku1447.